Event description:
During heart revision surgery, the surgeon was cutting the sternum when the blade separated from the mount and struck the right ventricle creating a small tear. The surgeon repaired the tear and finished cutting the sternum with the same saw. Surgeon stated that the pt is doing well post-op with no related complications.